Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 2918780. H10 additional narrative:  added: d4 (expiration) and h6 (patient,device). Patient and device codes (2104), inadequate osteointegration,(2646), tissue damage, (3191), no code available to capture surgical intervention and (2408), loss of osseointegration were removed. H6 patient code: no code available (3191), is used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was reported that the patient was revised to address trochanteric fracture/stem subsidence. Stem was not revised as it was found to be well fixed with no motion. The fracture was cabled with competitor products. A higher offset femoral head was placed to correct the noted stem subsidence. Femoral head was revised. Doi: (B)(6); dor: (B)(6) 2009; left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Ppf and medical record received. Ppf alleges loosening of cup, dislocation, loosening of stem and fracture bone and component. After review of the medical records, the patient was revised to address the internal fixation of a subtrochanteric and trochanteric fracture of the left femur. Revision note has no fractured component reported. The stem was reported in the third revision for the alleged fractured bone and loosening of the stem. Doi: (B)(6) 2009 (head and cup); dor: (B)(6) 2009 (head) 1st revision. Dor: (B)(6) 2010 (cup) 3rd revision.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.